Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the proximal end in the housing. The instrument was found with damaged insulation to the conductor wire near the distal idler pulley. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The instrument was found to have damage of the conductor wire¿s insulation. The instrument passed an electrical continuity test. This failure is commonly caused by mishandling/misuse, such as collision of the instrument. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A log review was performed for the fbf instrument reported in this complaint (pn: 470205-17/n101909300067) and the following was found: the instrument was last used on (B)(6) 2020 on system (B)(4). The instrument had 3 uses remaining and was not used for any subsequent procedures. No error would appear in the logs for this type of reported issue. No photo or video was provided by the site for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: the fbf instrument was found to have damage of the conductor wire's insulation and the electrical continuity test passed. A bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer stated that the fenestrated bipolar forceps instrument was unable to work and a broken cable was seen. The procedure was completed with no reported injury.